Manufacturer narrative:
Pump received with button error alarm and intermittent esc and act button response due to corroded keypad traces. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and the keypad was unresponsive. The customer stated that the device may have recently been exposed to sweat. Blood glucose level at the time of the incident was 159 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.